Event description:
During hemodynamic catheterization and conduit, and left pulmonary artery dilatation, two genesis stents were used. The first stent embolized during cardic catheterization, because the pre-mounted stent moved on the balloon allowing incomplete inflation of the distal end only. When the second stent was used, it was also noticed to have moved on the balloon and was removed from the pt. The event did not involve electrophysiology.

Manufacturer narrative:
Multiple attempts have been made and there is no additional info regarding pt, lesion or procedural characteristics regarding this event. A (DHR) device history record review was performed and showed that this lot of products met all requirements per the applicable (mqp) manufacturing quality plan. This review was extended to subassembly e7136362 with lot number 0505070219. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including stent retention values. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device and the event. This is one of two products used during the same procedure on the same pt, which is associated with mfg report #9610978-2008-00106.